Event description:
Caller reported a cartridge alarm issue, indicating a malfunction during the insulin pump's operation. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to reload the cartridge and provided assistance for resetting the pump, ultimately enabling the caller to complete the load sequence and successfully resume insulin delivery.